Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (above 200 mg/dl). The pump supplies were changed and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a cause of the past high bg.